Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A nurse reported a strong air leak during a surgery procedure. Vacuum quit and surgery was stopped. The surgery was completed after changing the patient interface. No patient harm was reported.

Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).